Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced chest pain. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced chest pain, coincident with automated peritoneal dialysis therapy. The cause of the chest pain was unknown. On an unreported date, the patient was hospitalized for the event, but treatment for the chest pain was unknown. It was not reported if peritoneal dialysis therapy was ongoing. It was not reported if the patient was recovering or was recovered from the event. Additional information was requested, but is not available at this time.